Manufacturer narrative:
(B)(4) concomitant medical product: unknown articular surface, catalog #: unknown, lot #: unknown. Unknown femoral component, catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02334, 0001822565-2018-02335.

Event description:
It was reported that the patient was revised to address pain, swelling, limited range of motion, and feeling of knee giving out. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4). Upon reassessment of the reported event, it was determined to be not reportable as this device was not removed during the revision procedure and showed no evidence of failure. Therefore, surgeon left this implant in situ.